Event description:
During an interventional radiology procedure while placing a stent in the right iliac artery, the pressure bag failed to hold pressure. The pt's right femoral arterial sheath clotted. It is alleged that this occurred because the pressure bag failed to hold pressure. Thrombolytic therapy was started and the pt was transferred to the ICU.